Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to uninstall and reinstall the mobile app and to follow up if battery depletion exceeded 35% per day, which the customer understood and acknowledged.